Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir had leak. The customer¿s blood glucose was 10.0mmol/l. The customer was assisted with troubleshooting. The customer stated that the 3 of her reservoirs have leaked and all of the insulin has come out of the bottom and due to the customers current situation patient is using reservoirs provided by the hospital. The device will not be returned for analysis.